Manufacturer narrative:
One sample was received at (B)(6). This complaint is confirmed to be within the scope of a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. No further action is required at this time. Conclusion ¿ the root cause for the customer¿s reported defect was confirmed to be a manufacturing deficiency. Situational analysis (B)(4) and CAPA (B)(4) were opened to address the issue.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the consumer received a product labeled as 25 g x 1 in. Bd safetyglide¿ needle but there were also 5/8¿ needles mixed in the package. This was observed before use and there was no report of injury or medical interventions.